Event description:
It was reported that there was a complete ventilation failure during a case. No patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The atlan was analyzed by a dräger service technician subsequently. The draeger service technician checked the electronic log file and found entries related to the insp. Safety valve not opening. The used circuit could not be checked for a potential blockage as the device was handed over without any consumables. The insp. Safety valve was replaced by the service technician to remedy a potential failure related to the valve itself. The insp. Safety valve was returned to the manufacturing site and subject to both visual inspection and a functional test in a comparable atlan device. The reported issue could not be reproduced. Hence, the root cause could finally not be determined. The atlan detected a deviation related to the pneumatic circuit and reacted as specified by stopping mechanical ventilation and generating a corresponding alarm. In case mechanical ventilation fails, manual ventilation, gas dosage and monitoring remain available to continue the case. The number of similar cases, related to the same phenomenon, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a complete ventilation failure during a case. No patient injury reported.